Event description:
During cardioversion procedure, a popping sound followed by a "burn odor was noted after a 200 joule biphasic shock was delivered to the pt. The defibrillator pads were immediately removed. After removal of the anterior pad, a red ring was noted on the left chest and also a bubble was noted on the left chest near the nipple. Prior to the pad placement that pt had been shaved on the left breast. The burn was treated topically with silvadene cream. Biomedical was contacted to evaluate the defibrillator.